Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported single gripper actuation issue and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. During the second simultaneous grasping attempt, one gripper would not lower onto the leaflet. The physician then tried to move the gripper independently and it did not respond. The clip was inverted, retracted back into the left atrium and grippers were tested again, and the one gripper would still not lower. It was decided to exchange the clip. When the clip was removed from the patient anatomy the physician noted a small piece of tissue, potentially chordae on the gripper. When they removed the tissue, the gripper started to drop down. However, when it was tested again, it went back to being unable to lower. Two clips were implanted, reducing mr to a grade of 1-2.